Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The product was returned without the lead tip and with lead damage noted near the tip end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies, but the inner coil was noted to be stretched near the tip end. Laboratory testing confirmed the observation of the induced damaged to the electrode tip.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead became stuck in the tricuspid valve. The physician attempted to pull the lead out and the tip of the lead broke. This rv lead was explanted and a portion of the lead remains in the patient. The physician believes that the use of excessive force during the lead removal resulted in the break. No additional adverse patient effects were reported.